Manufacturer narrative:
Evaluation summary: the transition tubing was stretched and necked onto the distal end of the hypotube. The detachment was visible on the transition tubing with 12.4cm of tubing remaining attached to the hypotube. The remainder of the tubing, distal shaft, balloon and distal tip had detached. The tubing material at the detachment site was jagged and uneven. The support wire was linked and bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to treat the lm, cx and om using a resolute integrity rx drug eluting stent. The intended lesion exhibited 90%+ stenosis, was very calcified and very tortuous. The lesion was pre-dilated with a 2.0 x 15mm euphora balloon. No damage was noted to the stent packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. During the procedure resistance was encountered when advancing the device, the stent got stuck at the proximal end of the lesion. After failed attempts to pull the stent back the physician decided to deploy the stent just proximal to the desired area. During inflation and after the stent was fully expanded it was reported that the balloon ruptured, physician heard a pop and felt a shift. When the physician went to remove the sds it was reported that resistance was met and after some pulling the sds was removed. It was noted upon removal that the sds had detached at the rx port and the remainder of the stent delivery system was still in the proximal part of the obtuse marginal all the way back into the aorta. An attempt was made to snare the detached portion of the device but this was unsuccessful. The catheter detached at the rx port and was stented up against the circumflex and left main. The patient is fine post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.